Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system y connection site fell off from the extension tube when unpacked.

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 7324093. Our records show that this is the only instance of this issue occurring in this batch of pegasus. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Investigation conclusion: with the sample provided, our engineers were able to determine, through measurement of the individual components, that the root cause for this event is an oversized component found on the interior of the adapter housing that resulted in the disconnection. Root cause description: bd engineers were able to determine that the most likely root cause for this issue is an anomaly in the fabrication process of the raw material used for the catheter tubing. The abrasive markings found on the device occur sporadically during the extruding process and are controlled through visual sorting of the material during receipt from the supplier. Rationale: we are addressing the issue through the implementation of manual inspections for cracks in the adapter head, we are optimizing our swaging process by increasing the depth of housing cavities to accommodate the component, and working with component manufactures to reduce the average size of the affected component. Bd will continue to track and trend for this issue.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system y connection site fell off from the extension tube when unpacked.